Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The device was requested for evaluation but was discarded by the facility therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. If additional relevant information is received, a follow-up report will be submitted. Complainant's event typically caused by user mechanical damage to device such as hitting the device with another device, prying/leveraging and/or excessive bending forces being applied during use. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.

Event description:
It was reported that during an acl procedure, the surgeon was drilling the femoral tunnel with the transtibial technique and the lp reamer broke. One of the "wings" broke-off completely and was a loose body in the knee joint. The surgeon attempted to grasp the piece arthroscopically but was unsuccessful so he brought in an x-ray and located the piece. He then made a posterior lateral incision (surgical intervention) and under fluoroscopy was able to remove the piece. This added approximately 60 minutes to tourniquet time and gave the patient an unanticipated incision.